Event description:
It was reported that (1) mcl20 was used during a gastric bypass open procedure. It was reported by the rep that after firing the first clip from an mcl clip applier, it locked up and would not fire at all. They opened a second instrument to completed the case and there was no consequence to the pt.